Manufacturer narrative:
Additional information was received that the reason for the revision procedure was due to site pain.

Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg would move freely in the pocket. The physician believed that the skin around the ipg site was too elastic. The patient will undergo a revision procedure wherein the ipg will be moved a little higher.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. It was noted that the site pain refers to the ipg site. The patient was reportedly doing well post operatively.

Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg would move freely in the pocket. The physician believed that the skin around the ipg site was too elastic. The patient will undergo a revision procedure wherein the ipg will be moved a little higher.

Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg would move freely in the pocket. The physician believed that the skin around the ipg site was too elastic. The patient will undergo a revision procedure wherein the ipg will be moved a little higher.